Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (will not charge battery pack) was confirmed. As received, the battery charger would not charge a test battery pack. Upon evaluation, there was insect contamination throughout the unit. The cause of the inability to charge the battery pack is the contamination. The source of the contamination cannot be positively identified there was no death or adverse event associated with the charger malfunction.

Event description:
03/18/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 10/31/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor returned a battery charger indicating that it would not charge a battery pack.